Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) system was explanted due to a pseudomonas pocket infection three weeks post device replacement. A temporary pacing lead was implanted while the patient received antibiotic therapy. A new ipg system was implanted. No further patient complications have been reported as a result of this event.